Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing lower fill estimate than caller believed should be present, and caller experienced ongoing concern about fill estimate accuracy while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer confirmed correct cartridge preparation, reloaded same cartridge with guidance from technical support, delivered test bolus while disconnected as instructed to update insulin estimate, and after reload displayed and expected values matched, so issue was resolved with no additional actions reported.